Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm can be confirmed based on the information recorded in the provided log file. The first entries captured in the log file revealed that the system controller was connected to an external power with the driveline not being connected and the controller reverted to backup mode. The driveline was briefly connected and disconnected when the controller was in backup mode. The driveline was connected again and the system initiated operation at the desired set speed. The system operated for approximately 14 minutes when low battery hazard and low speed hazard alarms were recorded. The alarms were associated with significantly decreased voltage levels and speed reductions below the low speed limit. The alarms cleared after the voltage levels and the speed increased. The system maintained the set speed in backup mode for approximately 1 day and 10 hours when at the end of the log file there were two brief speed reductions to 0 rpm recorded. A specific root cause for the system controller operating in backup mode was not able to be determined. The system controller serial number epc (B)(4) was not returned for evaluation. Per the additional information provided by the vad coordinator no product will be returned for evaluation. Patient handbook rev.d, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook rev.d. Important warnings relating to pump stops are described in operating manual rev. F. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-00862 and 2916596-2021-00921. It was reported that the "replace system controller" appeared on the system monitor for the system controller. The patient performed a controller exchange on (B)(6) 2021 because his previous system controller would beep on battery power and the power module. The submitted log files noted pump stops at the end of the log file. There were also pump stops at the beginning of the log files but those were due to the driveline disconnects during the controller exchange. The patient's controller was running off the backup microcontroller (mcu) and it was active throughout the complete log file. Technical services was unsure what caused this but recommended a controller exchange. A second controller exchange was performed and the alarms resolved.